Manufacturer narrative:
Mw5071833 report date 25 august 2017. Results: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not conducted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Event description:
It was reported that the catheter of the bd insyte¿ autoguard¿ shielded IV catheter separated from the hub and remained in the patient requiring surgical intervention to remove.